Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the patient is experiencing a gi bleed post-op gastrectomy. Initially they were just watching the patient to see if it might resolve on its own. However, he just told me that the patient will receive a transfusion. Also, I was able to track down product codes and quantities, but I was informed that the lot numbers weren¿t noted. Essentially, a rygb was performed, so here is a summary. Pcee60a x. Gst60d x4 to transect stomach with peristrips ; gst60b x1 to transect small bowel with peristrip; ecr60b x2 to anastomose g-j and j-j without peristrips. Of interest is the fact that we can confirm ecr reloads were involved in this case. Whereas to date, the surgeon¿s concern/theory has revolved around gst reloads.¿ additional information requested received: what were the indications for surgery? Not exactly sure. The surgeon is a surg-onc, and most of his cases are for cancer. How was the bleeding diagnosed? Blood passed through digestive tract and out rectum. Was the site of the bleeding identified? Not visually, but assumed to be g-j. Did the patient received a blood transfusion? Yes. If so, how many units? Unknown. What is the current patient status? Stable.

Event description:
It was reported that the surgeon informed me that a gastrectomy patient (operated on 2 days ago) now has a post-op gi bleed.